Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation like a heat rash under the left breast. The area is red and rashy with an open area due to the patient scratching. There was no alleged device malfunction contributing to the irritation. Patient was recommended a liquid band aid by a nurse. Follow up indicated that the irritation is doing much better.